Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jul 15, 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Upon evaluation of the sample received, the plunger was in a partially advanced position, and the pushrod looks centered. All the components were correctly assembled, and no defect related to manufacturing process was identified. Scarce amount of lubricating material was observed in the cartridge. The lens got stuck at the cartridge the loading zone and the pushrod overrides it. The cartridge was in good condition therefore, the reported cartridge crack was not verified. As the lens was too hard inside the cartridge it was not possible to remove it from the device to verify its condition. Therefore, the haptic damaged condition could not be verified. Due to the condition of the sample returned product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge of the preloaded device broke when technician was advancing the intraocular lens and caused the haptic of the lens to twist. There was no patient contact and no adverse event occurred with respect to the issue. Another lens of same model and diopter ((B)(4)) was used to complete the procedure. The event was observed during handling, but prior to insertion. No further information was available.